Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s current blood glucose was 206 mg/dl and 400 mg/ld. It was reported that they had issues with insulin pump. The customer was advised if issue persists to call back for further assistance. The insulin pump will not be returned for analysis.